Event description:
A malfunction on the pump was reported by the customer, identified by the occurrence of a malfunction code "malf 12." There was no adverse impact to the customer's blood glucose level, as the level did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.